Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) displayed as "high" on cgm with trace ketones; cause was unknown. Elevated bg was addressed via a correction bolus' and manual injections. Tandem technical support recommended that customer consult with healthcare provider regarding elevated bg.